Manufacturer narrative:
(B)(4). Date sent: 7/18/2019. Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a sigmoid colectomy, tlc jammed and created malformed staple lines resulting in incomplete repair. Surgeon had to manual repair hole in staple line. The surgery was delayed an unknown amount of time. It is unknown if there were any adverse consequences to the patient.